Manufacturer narrative:
A system log review confirmed that no errors occurred during the procedure that could have caused or contributed to the event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient underwent an ion lung biopsy. The procedure was completed without issue. 1 to 2 hours post procedure in the pacu the patient experienced hemoptysis of unspecified severity which may have contributed to a code which was called. Resuscitative efforts continued for 30 minutes which were unsuccessful and the patient died. It is unknown if the patient had a previous cardiovascular history, but a prior history of copd was reported. Based on the available data, the reported events were possibly procedure related. There is no evidence the events were device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. The retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that after an uneventful ion endoluminal lung biopsy procedure, the patient expired in the post anesthesia care unit (pacu). The physician reported that the patient was elderly with a history of chronic obstructive pulmonary disease (copd). Approximately one to two hours post-procedure, the patient experienced hemoptysis and suffered an unspecified cardiovascular event. A code was initiated, but resuscitation was not successful. No autopsy was performed. The physician stated that the bleeding may have contributed to the event; there were no issues with the patient or the ion system during the procedure.